Event description:
A report was received that the patient¿s pocket was made too shallow by the physician causing discomfort. The patient underwent a pocket revision wherein the ipg was replaced but then was explanted because the physician cut the lead with scissors and then could not remove the lead because of scar tissue. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.